Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively during the select patient/acquire scans task and extended surgical time by less than an hour. It was reported that a green line of communication could not be established between the navigation device and the imaging device. The navigation connection was enabled and both systems were rebooted. Upon reboot, the navigation device was selected as the navigation connection and a green line of communication was established. The issue was resolved, the surgery was completed and there was no impact on patient outcome.